Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation - customer returned incorrect meter. Note: when manufacturer had contact customer at follow-up call on (B)(6) 2021 to ensure the initial concern had been resolved, the customer had stated that she was no longer using the true metrix meter.

Event description:
During a replacement product follow-up call (internal report reference number (B)(4)), consumer had reported complaint for high blood glucose test results. Customer stated the replacement products had not resolved the initial concern, and that she was still obtaining high blood glucose test results. The customer is concerned with test results from results obtained in the 200's. The customer feels well and did not report any symptoms. Customer stated that she had contacted her doctor regarding the high blood glucose test results obtained; the doctor had prescribed a new meter for the customer. Customer did not provide any further information and had ended the call.

Manufacturer narrative:
Sections with additional information as of (B)(6)2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.